Event description:
The customer called to report a blood leak alarm. The customer stated that 89 ml of blood had been processed. After the alarm, the customer noted plasma leaking from the top of the bowl. The treatment was aborted, and the patient was started on another instrument. The patient was reported to be in stable condition. No service order was generated and the kit was not returned for evaluation.

Manufacturer narrative:
A batch record review of lot b903 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint categories, leak centrifuge alarm and centrifuge bowl leak/break. No trend was detected for either of these complaint categories. No CAPA was initiated for complaint categories, leak centrifuge alarm and centrifuge bowl leak/break. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).